Event description:
Pt was admitted for right lumbar -l3, l4, medial branch, l5 dorsal primary ramus radiofrequency neuroablation. The needles were placed under fluoroscopy. According to protocol, the neurotherm machine was set to stimulation mode and after successful testing, the machine was set to radiofrequency non-pulsed mode. When the button was pressed to initiate the non-pulsed mode, the pt began complaining of back pain, in spite of the conscious sedation he was receiving. The physician and three staff in the room, witnessed the pt's back develop an extreme twitching. The machine was immediately turned off. All settings on the machine were set according to protocol. The needles in the pt's back were again checked for proper placement. The machine was re-started and the procedure was completed without further incidence. In the recovery room, the pt reported significant pain in his back after the procedure. Pt was discharged after application of a lidoderm patch and after taking 2 percocet orally. He was given a prescriptions for tylenol #3, and lidoderm patches. Pt was seen in follow-up by the physician in 2008. At that time the physician reports that the pt still has considerable muscle spasms in his back with the "affected side being "very hard" as compared to the opposite side. The pt was prescribed tylenol #3 as well as valium. The pt is unable to return to work at this time. This neurotherm machine was pulled from service immediately and per the medical executive committee, the machine is being returned to the MFR in order for the MFR to assess the machine. During the call to neurotherm "technical support", the surgery center staff were told that "it is possible for this to happen." The medical executive committee has chosen to report this to the FDA as a "malfunction of the equipment resulting in potential patient injury". Technical support was contacted. Dates of use: 2007-2008. Diagnosis or reason for use: lumbar facet arthropathy. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.